Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and the pump touchscreen became shattered. Reportedly, the pump was still functioning; however, the customer did not use the pump. Customer's blood glucose level became elevated (300 mg/dl). Customer stabilized blood glucose levels via manual injections. It was indicated that the customer has a back up method for continued insulin therapy.